Event description:
The hosp staff attempted to use the device to administer a 360 joule shock to a pt (no details reported). The defibrillator allegedly charged to only 240 joules then stopped charging. The operator reported they had to "re-initialize the charge" to successfully charge the defibrillator to 360 joules. There were no adverse effects to the pt reported as a result of the alleged malfunction.